Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open ultra lower anterior resection, while transecting the stump, the reload only fired up to 30 mm. The staple line was not fixed and the permanent colostomy was done instead to resolve the issue and complete the case.